Manufacturer narrative:
Integra has completed their internal investigation 06/23/2015. Results: the device in question was not released for inspection as the customer has permanently removed it out of service the most likely lot codes could be (B)(4) manufactured in december 31, 1987) and or (B)(4) (manufactured in 1987) for the device in question. No manufacturing or design related trend has been identified. Conclusion: in summary, the device in question was inspected by a sales representative and found that the swivel lock was too loose and there was rocker arm movement when locked. This device has been permanently removed from service.

Event description:
A report was received regarding a mayfield triad skull clamp via maude report number (B)(4). The description is as follows; "mayfield head holder placed on the patient. The head holder slipped, causing a laceration to the scalp. Scalp was stapled. Mayfield equipment inspected by service representative and found that the swivel lock was too loose and there was rocker arm movement when locked." Further information received was as follows; type of procedure being done at the time: emergent redo cervical and thoracic spinal dissection, c3 t3 fusion. Was the patient repositioned prior to the slippage/laceration? Head placed in mayfield head holder, rolled prone, chest supported with longitudinal chest rolls. Was the surgery delayed as a result of this event? Delayed minimally to repair laceration with staples and reapply the mayfield head holder. Did the patient recover from the laceration? Yes. Type of skull pins being used? Adult, disposable, manufacturer, lot number: integra mayfield skull pins, disposable a1083, no lot number available. Was stereotaxy device also used during the procedure? No. (B)(4).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.